Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the mid splenic artery using a ruby coil, pod coil, pod packing coil (pod pc), non-penumbra 5fr sheath, guide catheter (c2), and non-penumbra microcatheter. During the procedure, the physician accessed the right groin using the 5fr sheath and a guide catheter was advanced through the sheath. The physician then advanced the microcatheter through the guide catheter and placed a pod coil and pod pc in the target vessel using the microcatheter. Next, while attempting to place a ruby coil in the vessel, the physician advanced approximately 20 percent of the ruby coil out the distal tip of the microcatheter; however, the ruby coil unintentionally detached with 80 percent of the ruby coil still inside the microcatheter. Therefore, the physician removed the microcatheter and guide catheter containing the detached ruby coil and the coil was flushed out on the back table. The procedure was completed using other coils with the same microcatheter, guide catheter, and sheath. There was no report of an adverse effect to the patient.